Event description:
Reported by the complainant as follows: patient admitted to hospital after myocardial infarct at another institution. Initial cardiac event occurred in 2007. Thrombolysis that the next day, inotropic support for low cardiac output state until the following two days, extubated the next day. Further cardiac arrest three days later, requiring resuscitation and further inotropic support. Reintubated. Difficult to wean. Required tracheostomy. Flexiseal inserted on a sunday evening. Bleed occurred following tuesday afternoon approx 40 hours post insertion. Surgeon reports low anterior rectal ulceration just above anorectal junction. Bowel otherwise normal. No c. Diff. Clinically or microbiologically.

Manufacturer narrative:
Reported to the FDA on june 8, 2007. FDA registration number reporting site (specification developer):